Manufacturer narrative:
(B)(4). Insulin pump alarmed failed battery test during testing due to moisture damage on the electronic assembly and corroded battery tube. Unable to perform the displacement test, sleep current test and active current test due to alarm.

Event description:
Customer reported via phone call that insulin pump had failed battery alarm for 34 times. Customer¿s blood glucose was 142mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.